Event description:
(B)(4). Within 4 months of having essure coils placed I had an increase in my blood pressure that continues to increase as time goes by. Stays at stroke level with no help from medication.